Event description:
It was reported by the customer "patient's father reported the line broke." It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hole in the tubing was confirmed but the cause is unknown. A single photograph of a damaged infusion set was returned for evaluation. The photograph was focused on the proximal end of the device. A small hole was seen in the tubing, directly distal of the luer adaptor. Microscopic observation and tactile evaluation could not be conducted without the physical sample. The observable features on the submitted photograph did not contain enough information to identify a specific root cause of the reported event. Possible contributing factors could include tensile (pulling) damage, material fatigue, or damage from a sharp instrument.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer "patient's father reported the line broke." It was reported this occurred with two devices. This report addresses the first device.